Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-07272 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-07188.

Event description:
It was reported patient attended facility post linogram stating her arm was painful and burning when she got anything administered through it. The linogram stated that there was a kink in the PICC at 3-5cm. When the patient was assessed a red circle above PICC site was noted that was painful and burning. PICC was removed and fracture noted at 5cm. Patient treated for extravasation, hydrocortisone 1% cream and cold compresses applied. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient attended facility post linogram stating her arm was painful and burning when she got anything administered through it. The linogram stated that there was a kink in the PICC at 3-5cm. When the patient was assessed a red circle above PICC site was noted that was painful and burning. PICC was removed and fracture noted at 5cm. Patient treated for extravasation, hydrocortisone 1% cream and cold compresses applied. No other information was provided.